Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached retainer is confirmed; however, the exact cause is unknown. One photograph of a PICC plus pediatric statlock was returned for evaluation. An initial visual observation of the photograph showed a retainer partially detached from the foam pad. The foam pad was observed to be damaged and folded under itself. The liners of the statlock were observed to be missing. The entirety of the underside of the retainer could not be seen in the returned photograph; however, no large pieces of foam could be seen on the portion of the retainer that was visible. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported plastic part detached from foam part, no patient involvement. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.